Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a lead revision procedure where the lead was explanted and replaced due to the lead getting damaged during the initial implant. The patient is doing well postoperatively. The lead was discarded and will not be returned for analysis.